Event description:
It was reported that a spinal cord stimulation (scs) patient experienced charging difficulties with his implantable pulse generator (ipg). To address this, the patient underwent a revision procedure during which the ipg was removed and replaced. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
The device sc-1160, serial number (B)(6) was not returned for analysis and the complaint as reported could not be confirmed. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Additionally, difficulties charging the ipg is noted within the IFU as a potential risk associated with the use of the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced charging difficulties with his implantable pulse generator (ipg). To address this, the patient underwent a revision procedure during which the ipg was removed and replaced. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device was disposed of and will not be returned.